Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analysis with the reported problem confirmed using system error logs; errors m-02 were logged multiple times along with 1-71, m-b1, c-82, and 4-07. During inspection, the reported event was reproduced as the unit presented c-82 and m-02 errors on startup. Due to the m-02 activation halt, no ports on the erbe registered instruments. Erbe logs also contained m-02, c-00, and m-b0 errors. The unit will be returned to the original equipment manufacturer for additional investigation. The complaint was confirmed and replicated based on failure analysis. The probable root cause could be attributed to a module time out inside the erbe generator throwing error m-02 or other defective electrical components resulting in different generator errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bipolar energy was not working and question marks were appearing. The issue was reported to technical support after the procedure was completed. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors related to the erbe integrated electrosurgical unit (iesu). The customer stated that it had been an ongoing issue; sometimes switching the energy cord resolved the problem, while other times it was resolved by power cycling the erbe. The customer was able to finish this procedure using only the monopolar energy. They noted that they had already used different ports and energy cables, as well as power cycling the erbe; however, the bipolar function still did not work. The tse inquired whether the cable had been installed with triangle to triangle, and the customer confirmed that it had. The procedure was completed as planned, with no report of patient injury.